Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin was leaking past the both o-rings. The customer reported that they smelled insulin. The customer's blood glucose was 308 mg/dl at the time of incident. The customer's blood glucose was 198 mg/dl at the time of call. The customer stated that they corrected the blood glucose with the insulin pump. The customer stated that the leak occurred outside the back of the reservoir. The customer stated that they could not see insulin inside the reservoir compartment. The reservoir will be returned for analysis.